Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred.   The target lesion was located in the severely calcified superficial femoral artery. The 2.0mm x 100mm x 150cm sterling sl balloon catheter was used to treat the lesion. The balloon ruptured at 4 atms. The number of inflations is unknown. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).